Manufacturer narrative:
The device was returned for evaluation. However, testing has not yet been completed.

Event description:
The incident involved a plum 360 infusion pump on an unknown date. The reporter stated that the plum pump infusion rates are not accurate. Either too slow or too fast with matter of hours. The status of the product was during use on patient. The medications involved were various oncology drugs. There was patient involvement and there was delay in therapy but no adverse event. No one was harmed as a result of the reported event.

Manufacturer narrative:
The device logs were downloaded and sent to r&d engineering for review and they found the following: "engineering evaluates that all infusions programmed between july 12 and july 28 delivered accurately within design tolerance and the pump is operating correctly based on the logged data". The pump then passed functional testing (pumping with no alarms). Delivery accuracy test was performed and weighed for added accuracy. The customer complaint of "pump infusion rates are not accurate" was not confirmed as it was not replicated during testing or review of the logs.